Manufacturer narrative:
No unexpected failed battery test alarms or low battery alerts noted during testing. The device passed displacement test and off no power test. The operating currents were in specification. The device did have severely corroded battery tube. The device also had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed failed battery test. The device initially alerted low battery, he changed the batter, and the device alarmed failed battery test. The battery cap had been replaced six months ago but has been using the original battery. Customer stated there was corrosion on the of the battery compartment. Customer's blood glucose was 150 mg/dl. Troubleshooting was performed and it was found the battery compartment was corroded. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.